Event description:
The physician had placed the wire and balloon down the right coronary artery. The balloon was then inflated to 8 atmospheres, but would not deflate properly. The balloon was then reprepped and still would not fully deflate. The balloon was able to be withdrawn throughout the vessel without much resistance. The patient went from sinus rhythm to asystole for approximately 30 to 45 seconds. When the physician removed the balloon and guide wire, the patient returned to sinus rhythm. After the patient was stabilized, a new balloon, wire and guide were reintroduced and the procedure was completed without further complication. The patient was discharged two days post procedure.